Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open pancreaticoduodenectomy. The device partially fired. A new reload was opened and stapled next to the original staple line. No patient injury or extension in surgical time. Patient status is alive, no injury.